Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawers 11 and 12 were not opening. A field service engineer (fse) replaced the drawer controller card, and contacted technical support specialist, who were able to dial in and configure the drawer. The drawers were tested multiple times, and the station was confirmed to be functioning as designed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, an attempt to issue lorazepam 0.5mg from bin 1101 resulted in the drawer not opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.